Event description:
It was reported that this right atrial (ra) lead dislodged, which resulted in undersensing, high capture thresholds, and low amplitudes. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported that this right atrial (ra) lead dislodged, which resulted in undersensing, high capture thresholds, and low amplitudes. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead is expected to be returned for analysis. Subsequently, the lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found twisting in the lead body. The testing determined that the clinical observation of dislodgment was related to failure to follow instructions.